Manufacturer narrative:
Concomitant medical products: 407658 lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial fibrillation (af) causing mode switch to inappropriately terminate. The ra lead remains in use. No patient complications have been reported as a result of this event.